Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to program error - plc faulty. The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The instructions for use were unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that customer had a hard time getting the foley catheter in and blood ended up in the bag. No medical intervention was reported.